Event description:
The patient's medical records indicate the patient had increasing pain. The patient was revised to address a migrated cup. The patient's cup and three screws are being added to the complaint.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.